Event description:
It was reported that a pt underwent a sling procedure on an unk date. Following the procedure, the surgeon discovered that the mesh had eroded. The surgeon plans to remove the portion of the mesh that was exposed. No further info was provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.